Event description:
It was reported that the system was explanted due to infection. The device will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.